Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) ii left ventricular assist system (lvas) and the reported patient outcome could not be conclusively established through this evaluation. It was reported that heartmate ii lvas would not be returned for evaluation. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas IFU is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was found deceased at home with the pump still running. The cause of death was not able to be determined as the patient was found down. The patient's death was not thought to be device related. It seemed as though the device operated as expected as the pump was still on following the patient's death.